Event description:
Reportedly, at routine follow up, the physiologist noted a battery impedance in excess of 24kohm and the elective replacement indicator was reached. The device will be changed and returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.